Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The lot number was not provided therefore, a batch review could not be performed. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
It was reported that leak was observed in a solution administration set. The leak was found at the distal end of the filter at the connection site between the tube and filter. The reported condition occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.